Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would freeze due to the stylus not functioning. It was also indicated that the fan was noisy and the cord door was breaking loose. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software upgrade, the programmer screen froze. The programmer was returned for service. There was no patient involvement.